Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 32 cm and 33 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned, fracture edges which were rounded and polished due to repeated material wear, 'c' shaped impressions leading into the fracture site which are consistent with material. Buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient was catheterized on april 25 and left in the body for more than 2 months. The patient was hospitalized again on 29 june and complained of arm pain during the infusion. Ultrasound showed that the catheter was broken about 4 cm inside the body, and extubation was performed. Flush the tube after pulling it out and verify that there is a cracked tube. The patient's infusion cycle is not over because the catheter breaks in the body and can only be removed early.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the patient was catheterized on april 25 and left in the body for more than 2 months. The patient was hospitalized again on 29 june and complained of arm pain during the infusion. Ultrasound showed that the catheter was broken about 4 cm inside the body, and extubation was performed. Flush the tube after pulling it out and verify that there is a cracked tube. The patient's infusion cycle is not over because the catheter breaks in the body and can only be removed early.